Event description:
International customer reports that a pt hemorrhaged (about 1000 ml) from the superficial epigastric artery and went into hemorrhagic shock following excision of a leiomyoma. The pt was returned to surgery. The surgeon observed a puncture injury to the superficial epigastric artery. The tear on the superficial epigastric artery was very close to the drain incision, and so the surgeon was convinced that the tear occurred with the trocar. The pt received additional blood products.

Manufacturer narrative:
Conclusion: use error in that the tear on the superficial epigastric artery was very close to the drain incision site where the surgeon had placed the drain using the trocar. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.